Event description:
Additional info received on 6/11/97 indicates erosion at bulb.

Manufacturer narrative:
Pump was functional. Cuff performed within specifications. Balloon pressure not within specifications.